Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause for the reported rupture could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Based on the limited information regarding this balloon rupture, we are taking a conservative approach and will report this event as a complicated balloon rupture. The current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation.

Event description:
It was reported that during an angioplasty procedure the pta balloon allegedly ruptured prior to reaching the rated burst pressure. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The sales rep stated that the device was available for evaluation. A sample return kit was sent to the facility and is pending return. The results of the anticipated device evaluation will be provided upon completion of the event investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure the pta balloon allegedly ruptured prior to reaching the rated burst pressure. There was no reported patient injury.